Event description:
Customer called to report that she had high blood glucose and ketoacidosis about 7 months ago. Customer stated that the paramedics were called and she was taken to the hospital. The blood glucose reading was 445 mg/dl when the paramedics arrived. Customer stated that her reservoir may be leaking insulin because she can smell the insulin and the smell was coming from her insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-85647.